Event description:
It was reported that during a turbinate reduction procedure using the coblator ii controller with an unk arthrowand, the ablate function would not work. A back up wand was opened to test the controller, but the ablate function was still not working. After a 30 minute surgical delay, the surgeon opted to complete the procedure using a competitor's device. There were no pt complications reported as a result of this event.